Event description:
It was reported that aspiration failed. A jetstream xc catheter, 2.4mm was selected for use for an in-stent restenosis atherectomy procedure in the left superficial femoral artery. Mid-way through the procedure, the catheter stopped aspirating. The procedure was completed using a different device. There were no patient complications reported. Device evaluated by MFR: investigation completed on returned device. The device showed no damage. Functional testing revealed the device ran normally. Inspection of the remainder of the device, revealed no other damage or irregularities.